Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that her onetouch verio iq meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2016 (time not specified) when a reading of 142mg/dl was obtained using the subject meter compared to a reading using an accuchek meter (result not provided), all readings taken within 30 minutes of each other. The patient manages her diabetes using insulin (self-adjuster) and reportedly consumed additional food and/or drink after the alleged issue began. The patient claimed that she experienced symptoms of sweating, dizziness and shakiness a couple of hours after the alleged issue began and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure and an approved sample site was being used. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.